Manufacturer narrative:
It was noted that the hospital kept the explanted lead. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead threshold measurement had doubled. An x-ray was taken with no remarkable results. The physician was considering a possible revision procedure. Three months later the patient underwent a revision for another manufacturer's right atrial (ra) lead anomaly. At that time the rv lead threshold measurement was noted to be high, but within an acceptable range. Thus the physician opted to continue to monitor the rv lead and it remained in service. Approximately three and a half years later the rv lead continued to exhibit high pacing threshold measurements along with frequent low out of range impedance measurements below 200 ohms. A revision procedure was performed where the rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.